Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 4 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Four closed samples were received. There are no units in stock. Checked the samples received and the thread surface is the correct one, the thread is not damaged. No defects have been found in the samples received. Final conclusion: although the thread surface is the correct and the usual one, no defects have been found and results of the diameter of the samples received fulfills the OEM requirement, note has been taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Customer found some kind of knots/thickering on the suture.